Event description:
It was reported that the patient presented for a follow-up in clinic prior to device upgrade. Upon interrogation, it was noted that the right atrial (ra) lead exhibited elevated capture threshold and noise over-sensing, which resulted in episodes of inappropriate mode switch. During the procedure, the physician mentioned that it was difficulty to insert the ra lead into new device. No intervention was performed, the ra lead remained implanted and used in the new device without any issues. The patient was in stable condition.